Event description:
The facility returned the device for service. During service testing the baxter repair technician reported that the device under delivered. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.